Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of compounded baclofen at 96.1 mcg/day via an implantable pump. The indication for use was not provided. It was reported the patient¿s pump was empty. The pump went empty on (B)(6). The patient had switched physicians before switching back to their managing doctor. The doctor replaced the patient's pump (B)(6) 2019 with a new 20 ml pump. The hospital was in possession of the explanted device and it was unknown if the pump would be returned. The patient's new pump was restarted with 2 ,000 mcg/ml concentration of compounded baclofen and the daily dose was 96.1 mcg/day. The catheter was successfully aspirated as well. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.